Event description:
The customer reported that there were speaker issues at the philips intellivue information center (piic). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.